Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 30mm amplatzer patent foramen ovale (pfo) occluder was selected for an implant on (B)(6) 2021. During deployment and after positioning of right disc it appeared that the disc did not become flat but stayed very convex that appeared bulbous in shape. Device was removed from the patient prior to released, resheathed and deployed again but it did not changed. There was no interaction with atrial structures during deployment and no angulation or kink noticed in the delivery system. A new 30mm amplatzer pfo occluder was selected and implanted. Patient remain hemodynamically stable throughout the procedure and no additional information was provided.

Manufacturer narrative:
An event of right disc deforming into bulbous shape was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.